Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# lb6712, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
The patient went in for a second implantable neurostimulator (ins) implant. They woke the patient to see if he was feeling stimulation, which he was not. The patient heard the doctor asking the company representative ¿why didn¿t you bring a backup.¿ they put the patient back under and stapled him up. The patient was brought back a week later to have the implant done. The patient believed the ins was not working at time of implant. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.